Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately four months ago. Aneurysm was not reported. Vessel morphology was reported as severely calcified. It was reported that the patient returned post stent graft implant with an occluded iliac limb. The physician elected to perform a femoral to femoral bypass. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation codes, results: arterial and venous occlusion. Severely calcified vessels.